Event description:
I have recently upgraded my insulin care from a dexcom g6 to a dexcom g7 continuous glucose monitor (cgm). In the couple months I had quite a few sensor errors and the sensor failed and I would replace them. This has continued to get worse over time and has forced me to stop using the g7 cgm and go back to the g6 monitor until the issues are resolved. I had 5 sensors failed in less than 48 hours recently including failing at work both days. As a result, I went large stretches of time without readings, my insulin pump wasn't able to adjust my dosage using its algorithm and my sugar levels were extremely high and low throughout the day (not to mention the mental stress and frustration). The g7 monitor is greatly flawed, does not have a strong enough signal to communicate with other devices within its specific range, and has patients reporting multiple failures and inaccurate glucose readings for patients. I have reported my sensor failures to dexcom to get replacements as well as telling them of the consistent issues I experienced. I never received any follow up communication from dexcom on this issue. I also find it interesting that even the nurses and doctors at my endocrinologist office suggested staying in the g6 because of all of the issues. Please require dexcom to live up to their end of the bargain and hold them accountable for their product not meeting the standards that diabetics deserve. The product is greatly flawed and it is widely known both from medical professionals and from the patients that are looking for the quality of care they advertise to provide. Thank you!